Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting it, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue arises again, which the caller acknowledged and understood.